Event description:
It was reported that the heathcare professional (hcp) was moving the pt from a ER stretcher to the x-ray table when the compex 40e table top moved freely causing the pt to slide onto the floor from the stretcher. The doctor checked the pt and no injuries were reported.